Event description:
Customer's nurse reports, back to back testing with the advantage system and a professional meter with results of 275 mg/dl on customer's meter and 125 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.